Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00707. It was reported surgical intervention was scheduled to relocate the pt's ((B)(6)) ipg in an effort to alleviate tightness and lead protrusion at the back of the neck. Diagnostic testing conducted prior to the commencement of the procedure found an impedance issue with the pt's lead. The surgery was completed with the relocation of the pt's ipg and replacement of the lead.

Manufacturer narrative:
Eval: results: the complaint of "high impedance" was confirmed. The lamitrode lead was returned with extensive explant damage to the lead body. Microscopic inspection revealed two broken wires in the paddle. Conductivity testing revealed that channels 3 and 4 were open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.